Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient received unknown treatment for the event. Hospitalization and patient outcome were not reported.  The pd catheter was to be removed. No additional information is available.